Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a self-test issue was confirmed via functional testing. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 2 days (23oct2020 and 12nov2020 per timestamp). The events occurring on 12nov2020 took place during lab testing at abbott. The log file did not contain any notable events that would indicate an issue with the system controller. The system controller passed all preliminary testing; however, was unable to be functionally tested due the controller intermittently alarming for a self-test. The controller¿s power cables were individually tested and did not exhibit any issues. The controller was disassembled and opened to inspect the inner components. No abnormalities were found within the controller. The user interface membrane was removed to reveal the secondary printed circuit board (pcb). Upon removal, the metal contact on the battery fuel gauge button was found to be dislodged. The battery fuel gauge button is responsible for self-tests, assessing the battery gauge, and for shutting down the controller. Due to the dislodged metal contact, minimal force would cause the connection between the contact and button to be made and trigger the self-test alarm. The root cause of the self-test issue was due a dislodged metal contact on the battery fuel gauge button; however, the root cause of how the metal contact became dislodged was unable to be conclusively determined through this evaluation. An ma task was initiated to further investigate out-of-box self-test alarms due to a dislodged metal contact on the battery fuel gauge button. The ma found that the suspect part (ui membrane) is a supplier provided part, therefore, the ma was conservatively marked as ¿yes¿ manufacturing-related. The supplier has been notified of this issue. This was an isolated issue based on the complaints data analysis that was performed. This is the first known field complaint with this issue, and a specific root cause for the metal contact becoming dislodged could not be conclusively determined through this evaluation. Hm3 controller sn # (B)(6) did pass abbott in-process testing. No further action for abbott manufacturing is recommended at this time. Heartmate iii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including self-test alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the primary pocket controller was alarming intermittently but frequently despite troubleshooting and resolution to stop alarm. The controller was exchanged to the backup-up controller while still in the operating room and prior to transport to the intensive care unit. An audible self-test alarm was accompanied by visual 'self-test' on the lcd screen.